Event description:
While doing a knee arthroscopy procedure the tip of the metal trocar broke off in the joint. The surgeon was able to retrieve the portion that broke off and compare it to another trocar to make sure there was no foreign body left in the patient. All pieces accounted for. The trocar was sent by surgery staff to the hospital's central sterilizing department where it was disposed of. No manufacturer info available, the trocar is used for arthroscopic knee procedures.what was the original intended procedure?knee arthroscopy.device #1is this a laboratory device or laboratory test?no.